Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) one day post implant. The lead was observed to have dislodged into the ventricle. A revision procedure was performed. The lead was repositioned and remains in service. No additional adverse patient effects were reported.